Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3; b4; b5; d2; d9; g1; g3; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision due to loosening. Attempts have been made and no further information has been provided. It was reported that the patient underwent an initial knee surgery. Approximately 1.2 years post-op, the patient was revised due to patella loosening. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.